Event description:
Report received from the USA stating that the product "runs rough". The device was used in a ear surgery. There were no user or patient injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).